Event description:
Customer's mother reported via phone, she has been having issues pressing the buttons on the insulin pump. The up and down arrow were hard to press and wanted to know if they would be able to fix it. Customer's mother was unable to perform troubleshooting at his time, but call back. The customer's blood glucose was not provided. The device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.